Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that there were high impedances discovered on the left lead (slot0 and 1) that was greater than 3,000 ohms. It was confirmed that these "slots" / electrodes were not used in therapy delivery. The diagnostic methods included a device interrogation on (B)(6) 2017 that resulted in the identification of the event. The etiology was noted as related to the device/therapy and not related to the implant procedure. There were no actions/interventions taken to resolve the issue; the event remains unresolved with no further actions planned. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID 3389-40; lot# 0207686659; implanted: (B)(6) 2013; product type: lead. Product ID 3389-40; lot# 0207686680; implanted: (B)(6) 2013; product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had two leads but it was unknown which one was associated with the event. It was also noted that the slots containing the high impedances were not used so the patient did not experience any symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the patient's settings were: left stn: slot 3 negative, 4.6 v, 60 s, 180 hz, 1357 ohms right stn: slot 10 negative, 11 negative, 2.2 v, 60 s, 180 hz, 759 ohms. It was also confirmed that the slots associated with the high impedances were not used in delivering therapy. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.